Event description:
The customer reported experiencing issues with their insulin pump, which was displaying inaccurate cartridge errors indicating the cartridge was empty when it was not. There was no adverse impact to the customer¿s blood glucose level. The customer declined any further troubleshooting or technical assistance. No additional information was received regarding the outcome of the event.